Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump insulin gauge displayed an amount different than expected, with a large difference between displayed and expected insulin fill estimate even after steps were taken to remove air and use room temperature insulin. There was no reported impact to the customer¿s blood glucose level. Customer reloaded same cartridge with assistance from technical support, delivered a test bolus as instructed to update the fill estimate, and was informed that active insulin would be affected; customer declined to load new cartridge and chose to continue using current cartridge with plans to follow up if needed.